Event description:
Nurse attendant was preparing the operating room to receive a pt. Pt was already brought into the room but not yet transferred onto the table. Nurse attendant started to adjust the light to position into place when one spring arm and its lighthead suddenly fell down onto the table, and onto the floor. No injuries were reported.